Event description:
It was reported that the surgeon could not fit the custom implant. It was determined that the implant that was received was not the correct implant for that patient. A revision surgery is scheduled and a new implant is being made.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The event was confirmed through a fitting test and comparison of images. During surgery, the surgeon found that the unilateral right fossa component ((B)(4)) did not fit the patient¿s anatomy, leading to the conclusion that an incorrect fossa had been shipped. The fossa was compared with the anatomical bone model, confirming the mismatch. The surgeon used a silicon spacer to hold the space for the missing fossa component. The likely cause of this failure occurred during packaging prior to sterilization, with (B)(4) cases and (B)(4) parts sterilized in the same run ((B)(4)). A review identified that the fossa for (B)(4) had been incorrectly shipped as part of (B)(4). A new planning session for the patient occurred on (B)(6) 2024, leading to the initiation of (B)(4) for new implants. Non-conformity (nc) (B)(4) was raised to address the issue, initiating corrective actions and assessments. This event is classified as a non-conformity in the manufacturing process and does not indicate any device failure or malfunction.

Event description:
It was reported that the surgeon could not fit the custom implant. It was determined that the implant that was received was not the correct implant for that patient. A revision surgery is scheduled and a new implant is being made.